Event description:
Davinci intuitive xi system arm 4 moved across the pt's peritoneal cavity without operator input. Fortunately no tissue was being held and the bedside surgeon was able to arrest its movement before any harm. FDA safety report ID#: (B)(4).